Event description:
It was reported that the customer had a high blood glucose of 528 mg/dl. Troubleshooting was performed with the customer's insulin pump. During troubleshooting, the drive support cap appeared normal. There was no air visible in the tubing. Insulin exited the tubing during a manual prime. No leaks were found. Button error alarms were found in the insulin pump history from (B)(6) 2014. Low reservoir, finish loading and two no delivery alarms were also found in the history. It was advised that the customer revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm was noted. The insulin pump was received with all buttons responding properly. No button error alarms were noted. The insulin pump was received with cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)